Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The solenoid valve was replaced, resolving the reported complaint

Event description:
The hospital reported that, during the preoperative test, the unit alarmed for a ventilator failure. There was no report of patient involvement.